Event description:
A malfunction 9 ¿ 0x20f1 was reported on the customer's pump, with no notable events occurring prior to the issue. The impact on the customer¿s blood glucose level was unknown. In response, the customer was advised to use an alternate form of insulin delivery, and a replacement pump with updated software was sent by technical support. The customer was informed about the shipping process, necessary steps to prepare the old pump for return, and upcoming training available through their account.